Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and evaluated the device. Technician turned unit on and it would not cycle normally with test lung staying inflated and also had external high peak alarm. Opened up unit to verify that tubing was connected properly. Technician looked at transducer readings in the calibration screen and the insp transducer was reading 3 a/d. The gde (gas delivery engine was replaced and ovp (operational verification procedure) was performed to verify the functionality of the unit. The unit passed and is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported internal transducer issue on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.